Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 7.0 cm to 7.5 cm from the connector pin, due to friction with another device. The proximal coil was exposed in the same area. The damaged proximal insulation caused the reported noise problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun